Event description:
It was reported that during a pci procedure, removal difficulities encountered. The 99% stenosed lesion was located in the calcified, proximal left circumflex (lcx). Resistance was encountered during withdrawal of the quantum maverick monorail ballon catheter. The physician attempted to maneuver the catheter, but was unsuccessful. He then inflated the balloon to 1 atm and the ballon catheter was able to be removed. After withdrawal, the physician noted that the guide wire exit port area of the catheter was elongated. The procedure was completed with a different device. There were no reported patient complicatons. Patient status listed as "good".

Manufacturer narrative:
Returned product analysis could neither confirm nor deny the removal difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to the withdrawal difficulties. Further examination of the balloon and distal bumper tip did not reveal any abnormalities that would have contributed to the removal difficulty experienced during the procedure. The manufacturing records for top assembly batch 7666881 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.